Event description:
It was reported that a flo-gard infusion pump would not turn on. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. The device was visually inspected and functionally tested, and the alarm log was reviewed. During functional testing and the review of the alarm log an f-94 alarm was found. The cause of the condition was determined to be an inoperative main battery. To correct the condition, the main battery was replaced. The device was serviced and restored to a good working condition. Should additional relevant information become available, a supplemental report will be submitted.